Manufacturer narrative:
A ge service rep performed an on site investigation, verified and reproduced the reported condition. The system does not access the system floppy drive. The power supply and voltage output were inspected and adequate. The motherboard power and signal connectors, and the converter board, were reseated. The system was tested and operates as intended.

Event description:
The customer reported the 6600 system monitors would not come on. No pt injury was reported.